Event description:
Patient reported "capsular contracture" baker grade unknown. Healthcare professional later reported "the replacement device information was replacement due to preventive replacement for left side¿. This is for an left side. The device has been explanted. This record is no longer reportable and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and one opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture /anxiety - product/ procedure was requested on oct 24, 2024. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture." Baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture." Baker grade unknown.

Event description:
Patient reported "capsular contracture" baker grade unknown. Healthcare professional later reported "the replacement device information was replacement due to preventive replacement for left side¿. This is for an left side. The device has been explanted.